Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, post implant of composix kugel mesh, patient had abdominal pain thereby underwent mesh removal. Review of manufacturing records confirms product was manufactured to specification. This emdr represents mesh - composix kugel (device #2). An additional supplemental emdr was submitted to represent mesh - ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by the attorney: (B)(6) 2009 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1) on (B)(6) 2009. Per operative notes, "a hernia sac was dissected free and a large ventralex mesh (device #1) patch was placed and sutured". (B)(6) 2009 - patient had right lower quadrant pain and underwent exploratory laparotomy. Per operative notes, "the mesh was rolled slightly onto itself in this area. I was able to free up the mesh from the adhesions and tacked the mesh". (B)(6) 2009 - patient had chronic pain and was diagnosed with recurrent incisional hernia thereby underwent open repair with mesh removal and implant of composix kugel mesh (device #2). Per operative notes, "the fascia was opened, and the old mesh was removed. It was very difficult due to scar tissue. Due to the patient's severe chronic pain I elected to remove the old mesh. A circular bard composix kugel mesh (device #2) was then placed and sutured". (B)(6) 2010 - patient had chronic abdominal pain thereby underwent mesh removal (device #2). Per operative notes, "I was able to open the mesh with no evidence of recurrent hernia and mesh infection. The mesh was certainly in a flat position with no abnormalities. However due to the patient's severe pain with this I elected to remove the mesh (device #2). A piece of biological mesh was placed and sutured". Attorney alleges that patient had adhesions, hernia recurrence, scarring, chronic abdominal pain and emotional injuries. It is alleged that the patient was forced to wear an abdominal binder everyday to keep her belly supported.